Event description:
Reportedly, after repositioning the subject device from subcutaneous to sub muscular the patient complains about fatigue and dizzy spells. Noise is seen on the ventricular lead vega r58 during fu on (B)(6) 2025.

Manufacturer narrative:
The review of provided data confirmed the reported issue: there is ventricular oversensing in the provided data of on (B)(6) 2025, as well as atrial oversensing. The alizea dr sn: (B)(6) was implanted on (B)(6) 2024 as well as the vega r52 lead sn: (B)(6) and vega r58 lead sn: (B)(6). The re-intervention procedure took place on (B)(6) 2024 to reposition the teo device from subcutaneous to submuscular. The manufacturing process as well as the device history record show that the subject lead vega r52 sn: (B)(6) has been manufactured and delivered to the field following all applicable procedures. Atrial and ventricular oversensing are present in the recorded episodes from on (B)(6) 2025. Recommendations were provided on (B)(6) 2025. The patient came for a new in-clinic follow-up on (B)(6) 2025: slight increase in the impedance of the rv lead - no oversensing could be seen in episodes - the patient feels well and he/she even ran the half marathon during the previous week without dizziness - no noise could be generated during the provocative manoeuvers - the ventricular sensitivity remained programmed at 4mv. - the patient will be monitored carefully. Based on available information it is impossible to conclusively confirm/identify the reported issue. It could be due to the re-intervention procedure took place on (B)(6) 2024 to reposition the teo device from subcutaneous to submuscular. - a connection issue during the re-intervention procedure cannot be excluded. - lead insulation issue/lead malfunction could be suspected of both leads. Since the leads are not explanted and not returned to microport, no further investigation can be performed. If new data showing the issue are received, the complaint will be re-opened. This case is retained and utilized for trending purposes.

Event description:
Reportedly, after repositioning the subject device from subcutaneous to sub muscular the patient complains about fatigue and dizzy spells. Noise is seen on the ventricular lead vega r58 during fu on (B)(6) 2025.